Event description:
According to the customer "I went to let his head down and heard a pop like a light bulb burst, little smoke and then looked at the cord and it was almost severed in two".

Manufacturer narrative:
According to the customer "I went to let his head down and heard a pop like a light bulb burst, little smoke and then looked at the cord and it was almost severed in two". Per the customer "the bed would not do anything" after this occurred. Per the customer the user is bedridden and cannot stand, walk, or turn over. Per the customer "this bed is a fire hazard and need to be replaced". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.